Event description:
Medtronic received information that six years, six months post implant of this bioprosthetic valved conduit, implanted when the patient was (B)(6), this conduit was explanted and replaced by another medtronic bioprosthetic valved conduit due to a gradient measured across the right ventricular outflow tract (rvot). No adverse patient effects were reported as a result of this procedure.

Manufacturer narrative:
The device has not been returned for analysis, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Stenosis/high gradient is a known adverse event. There is no indication of product quality issue. Based on the patient¿s medical history, the reported high gradient maybe attributed to patient¿s co-morbidities and pre existing conditions.